Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that in the last month the patient states that reservoir of his inflatable penile prosthesis (ipp) moved from its original location and had begun to cause pain and discomfort. A revision surgery was performed the remove and replace the reservoir. A full recovery is expected for the patient. There was no device malfunction.